Manufacturer narrative:
H11: the actual device was not available; however, the machine was evaluated on-site by a baxter qualified technician. The technician carried out a system self-test of the syringe pump without any problem detected. The provided machine logs were not those recorded during treatment; therefore, a logs analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an "unexpected" heparin bolus was delivered during hemodialysis therapy with a prismax machine. The extracorporeal blood was not returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.